Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1720". No adverse effects reported.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis missing the rear label. Functional testing was performed and the reported issue of error code 1871 was duplicated. The issue is believed to be due to a faulty motor. The motor will be replaced to resolve the issue.